Event description:
On (B)(6), 2016, (B)(6) emergency department, mrn (B)(6) pt arrived coding with minimal vascular access available. Multiple IV attempts. Physician made multiple central line attempts (6+) to gain central venous access. Each attempt resulted in a kinked guidewire. The physician had to pull the equipment out of the patient and reattempt. The patient had access attempt approximately 8-10 times with no success because the guidewire kinked each time. Critical drugs were pushed peripheral lines and/or the io which was minimally successful. The patient had multiple hematomas to both femoral and l subclavian sites and lost blood related to the multiple attempts. Staff was able to get an ej and a 22g at the end of the code.